Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological issues could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient presented to the emergency room on (B)(6) 2024 with tonic-clonic seizures. A head computed tomography (CT) scan showed no evidence of acute intracranial hemorrhage or mass effect. The patient had chronic infarctions in the right frontal and parietal lobes. There were plans to increase the patient's keppra (levetiracetam) to 1 mg twice daily. It was noted that the patient had a history of chronic infarcts prior to pump implantation and had a CT scan of their head during their pump work up on (B)(6) 2021 that stated there was a focus of encephalomalacia in the "right" perisylvian fissure region, compatible with an old infarct. The seizure activity was new for the patient and was not attributed to the old infarcts that existed prior to pump implantation. The site also stated that a device related issue did not cause/contribute to the seizures.